Event description:
Pt spontaneously reported that his screen on cadd legacy (sn (B)(4)) is cracked, unk cause of crack, but he has not used it since he noticed the crack. No harm caused to pt. Pt has been using back-up pump with no issues. Sending new pump as replacement and will have cracked pump returned. Reported to (B)(6) by pt/caregiver.